Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned pfc sig ins trl stable 10mmsz2.5 confirmed the reported breakage. The broken piece was not returned for examination. Scratching and gouging was also evident on the trial. The root cause is attributed to product wear out. The item has been well used over time. Based on the investigation, the need for corrective action is not indicated. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The trial broke anteriorly.